Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 350 mg/dl and ketones were present. Insulin injections and correction boluses were used to address bg. Customer was admitted to the hospital. Intravenous insulin and potassium were administered. Elevated bg/ketones were resolved; there was no permanent damage. Contact reported pump/supplies were not cause of hospitalization; however, cause of high bg was not known. There were no pump alerts or alarms. No issues with the pump supplies. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by tandem technical support to obtain additional information and discharge date, customer did not reply.